Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va080f5, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient stated interstim was helping. Approximately 6 months after implant patient fell while mopping. Patient stated all her left side is fractured and when she slipped to trying to avoid the fall but still fell and hurt her buttock but not on the side of the implant. Patient stated she didn't feel anything strange and kept going to her appointments but since she has an injury and has had surgery 2x on her left knee. All of the sudden patient felt programs were making her toes curls and pain on the inside of the vagina. Patient stated physician would reprogram the interstim and it would be better but hours later the symptoms would return. Patient stated she had this problem for a couple of months until one day the pain in the knee was so severe she went to the ER and was recommended to have an MRI because they found that the ligament was damaged and she needed a surgery. Caller stated this was almost 7 months ago that they ordered the MRI and has not found anyone to perform the MRI. Patient stated she told her physician she fell and he scheduled an appointment with the representative but both times the representative left because he had an emergency. Caller stated the day before yesterday she saw the representative and told him that she fell. They tried different programs and patient still felt the pain in legs, knees, vagina, and toes curling. They confirmed the implant was not working and told the physician that the implant needed to be removed. Patient stated she needs the MRI and they have decided that they are going to remove the interstim but not until (B)(6). Patient stated she cannot wait until (B)(6) to have the MRI. Patient wanted to know if there was a risk to her having the MRI. Patient asked could she request that the physician to remove the device before (B)(6). If additional information is received, a follow up report will be sent.